Event description:
During shift check, the loaner autopulse platform (B)(6). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large). No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(6). Displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was the failed load cell module 1, likely attributed to the age of the platform, failed component(s), or mishandling such as a drop. The autopulse platform was manufactured in june 2015 and is over 8 years old, beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform showed no apparent physical damage. Further inspection revealed that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause of the observed issue was the sticky driveshaft clutch area. This is usually caused by sharp edges of the armature plate, or burrs on the surface of the clutch rotor, likely due to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. Load cell characterization test results revealed that load cell module 1 was over-reporting, and it needs to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).